Manufacturer narrative:
Block h6: device code a01402 is being used to capture the reportable event of inflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Block h11: the bib intragastric balloon system was returned for analysis, and a visual inspection noted the balloon was deflated with a large hole in it. The customer provided an x-ray image where a line can be observed that indicates the presence of air in the balloon. No other issues were noted. The reported event was confirmed. Abdominal pain, vomiting and balloon spontaneous inflation are known and documented in the labeling and risk documentation. With all available information, boston scientific concludes that the most probable root cause assigned is known inherent risk of device. A labeling review was performed and there is evidence to suggest that the device was used in a manner inconsistent with the labelled indications. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU), the igb is placed in the stomach and filled with sterile saline.

Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on (B)(6) 2024. It was reported after the procedure (date unknown) that the patient was having intense abdominal pain and vomiting. The physician performed an abdominal x-ray, and it was found that the balloon was inflated. On (B)(6) 2024 the balloon was removed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a01402 is being used to capture the reportable event of inflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging.

Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on (B)(6) 2024. It was reported after the procedure (date unknown) that the patient was having intense abdominal pain and vomiting. The physician performed an abdominal x-ray, and it was found that the balloon was inflated. On (B)(6) 2024 the balloon was removed. There were no patient complications reported as a result of this event.